Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number complete entry = (B)(6). Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely decreased hemoglobin result generated by the alinity hq analyzer for a 52-year-old female patient. The physician questioned the result. The sample was retested, yielding a higher hemoglobin value. The following data were provided: normal range: 11 to 14.5 g/dl on (B)(6) 2026 sid (B)(6): initial hgb result = 4.82 g/dl, repeat result = 10.8 g/dl. No impact to patient management was reported.